Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. H11: the returned speedband superview super 7 was analyzed. The ligator housing was not returned; only the handle was received. Inspection confirmed that the slack had been taken up and there was clear evidence that the loop was properly secured to the post. Additionally, the suture was returned with seven knots. The handle was rotated 180 degrees until an audible click was heard, and no issues were identified with its functionality. No other problems with the device were noted. The reported event of bands premature deployment cannot be confirmed. The device was returned with no visible damage to the handle, and the suture wire contained seven knots. However, the ligator housing was not included for analysis. Due to the absence of this component, it was not possible to determine the most probable cause of the reported issue. Without a complete evaluation of the device, including the ligator housing, any potential defects or contributing factors to the event remain unknown; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band fell off automatically without deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band fell off automatically without deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.